Event description:
It was reported that the lead was dislocated 1 day after implant. The lead was removed and apparently the insulation was cut at explant. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead (B) (4) was dislocated 1 day after implant. The lead was removed and apparently the insulation was cut at explant. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), no anomalies found; it was observed the outer insulation was breached cut; apparent explant damage; full lead was analyzed.